Event description:
On (B)(6) 2025, the patient underwent zephyr bronchial valve procedure, with a total of five valves placed in rul+rml. After the procedure, the patient experienced difficulty breathing, and x-ray revealed pneumothorax at rll. Here is detail: on (B)(6) 2025, the patient developed respiratory distress one hour after bronchial valve placement procedure. X-ray revealed right pneumothorax, and drainage was initiated. On (B)(6) 2025, subcutaneous emphysema progressed, and additional drainage was placed from the left anterior chest. On (B)(6) 2025, ews was placed in the right b6. On (B)(6) 2025, a 4mm laceration at the junction of right s2 and s6 was treated via single-port lung fistula closure under local anesthesia (vats). Leakage stopped at this point. On (B)(6) 2025, the drain was removed.